Event description:
Complaint conclusion summary: a 26mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm morphology was not reported and the aortic neck was ectatic, which required the aortic cuff to be implanted first in order to have a straight landing zone for the bifurcated device. It was reported that after the aortic cuff was deployed, approximately half a centimeter of the stent graft was still in the catheter so when the physician attempted to withdraw the delivery system, the aortic cuff got pulled down into the aneurysm sac. The delivery system was removed from the patient and since the guide wire was still positioned in the aorta, the bifurcated device was advanced over the wire to the intended location through the cuff and successfully deployed. The remainder of the procedure was completed without further complication. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: pt's condition affected effectiveness of device (ectatic aortic neck). Incorrect technique/procedure (stent graft not fully deployed prior to delivery system withdrawal). Evaluation conclusion: device failure/lack of effectiveness related to pt condition (ectatic aortic neck). Device failure related to user handling (stent graft not fully deployed prior to delivery system withdrawal).